Event description:
A us distributor reported that an integrated battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of integrated charger has been completed. The reported problem (battery/charger faults) was due to corrosion on the battery board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.